Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 07-june-2024, it was reported by the patient that he receive an alarm. In troubleshooting blockage was found in tubing. No further information was available.